Event description:
The customer reported via phone call that he went to the hospital on (B)(6) 2015 due to a high blood glucose. Customer woke up with a blood glucose of 428 mg/dl. Customer treated with an injection of 12 units of novolog. Customer stated that his blood glucose went down a little but it hit the 500 mg/dl mark. Customer waited until his blood glucose went up to 600 mg/dl and then he went to the hospital. Customer's blood glucose was 568 mg/dl at the hospital. Customer was put on an IV drip and had no insulin other than his pump for 8 hours. Customer was wearing the pump at the time of the emergency room visit. Customer did not eat anything and he was released when his blood glucose was 177 mg/dl. Customer stated that the issue may have been due to the serter. Customer ended up changing the site and stated that it seemed a little bent. Customer took 8 units with a needle last night and his blood glucose was 207 mg/dl this morning. Customer declined any additional troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.